Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys hcg + beta test system result for one patient sample. The initial result was 1984 miu/ml and was reported outside the laboratory. The laboratory personnel questioned this result after testing a new sample drawn on (B)(6) 2016 that had results of 6452 miu/ml, 6337 miu/ml, and 6761 miu/ml. The result of 6452 miu/ml was reported outside the laboratory. On (B)(6) 2016, the sample from (B)(6) 2016 was repeated on the same analyzer and the results were 3279 miu/ml and 3689 miu/ml. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The reagent lot number was 13196003 with an expiration date of 05/31/2017. The customer confirmed there were no issues with other samples or assays. The field service representative checked the system and the condition of syringes, syringe seals, and pinch tubing. He checked the spring action of sample probe and sipper probe. He cleaned and lubricated the probe mechanisms and verified the mixer operation. He ran precision testing with pooled qc material with results within specifications. He found analyzer alarms indicating "sample volume insufficient or clot pip." Issue.

Manufacturer narrative:
A specific root cause could not be determined. As the customer did not use the mandatory rack adapters, an error in pipetting might have occurred due to the tube being tilted. The alarm messages noted by the field service representative would have been issued for other samples with the same problem and provides supporting evidence for this as a potential cause.